Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarm was not as loud and clock runs slow and had to be reprogrammed. Customer stated that oily rainbow effect on screen, rewind was louder and insulin pump rejecting new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No rewind anomaly, no time or clock anomaly and no failed battery alarm during test. No moisture damage found inside the pump. Toggled on and off and increased or decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with severe scratched lcd window. Test reservoir lock properly inside the reservoir tube. (B)(4).